Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided a quote for the touchscreen per customer request. Multiple attempts have been made to try to obtain further information about the evaluation, repair, and operational status with no response from the reporter and, therefore, cannot be determined. A review of service history found no parts were ordered or service requested, and the case was closed. If new information is received, a supplemental report will be submitted.

Manufacturer narrative:
Date of report: 04may2021. The customer reported there was no patient involvement at the time the issue was discovered.

Event description:
The customer called technical support (ts) reporting that the device has a problem with the touch screen and would like to receive a quote for the touch panel (only the spare part). The customer reported there was no patient involvement at the time the issue was discovered.